Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g3, g6, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this event.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the unit failed to cut and caused a severe injury into the patient (cut like a hamburger). An additional graft was required, the surgeon took another section, sutures were required as well. It was confirmed that another device was used to complete the procedure and there was a delay of 15-30 min. The graft taken initially was damaged like a hamburger. Due diligence is complete.